Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were found with the except for procedural damage.

Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.